Event description:
The customer contact reported the pt rec'd more medication than intended. At an unspecified time, the device was programmed to deliver petidina 10 ml/90 ml, at a rate of 4.2 ml/hr, with a vtbi (volume to be infused) of 100 ml, for a duration of 24 hrs and the delivery was started. It was reported that 10 hrs after the delivery was started, it was reported the delivery was complete. After an unspecified length of time, it was reported the device was reprogrammed for a second delivery of petidina. No specific programming parameters were provided. After an unspecified length of time, it was reported again that the delivery was complete earlier than expected. No specific details were provided. The device was removed from clinical service. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was rec'd. Investigation is not complete. This report represents all the info known by the rptr upon query by hospira personnel.